Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had leak on the reservoir snap cap. The customer also reported that they experienced high blood glucose of 455 mg/dl and 500 mg/dl. The customer stated that they treated the high blood glucose with the insulin pump. The customer's blood glucose was 373 mg/dl at the time of call. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.